Manufacturer narrative:
D9. Date returned to mfg: 11-jul-2024. Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing performed. The customer's reported problem of "failed pressure test during testing" was duplicated. During functional test at psi (pounds per square inch) station, the downstream & upstream sensors were not occluded and stalled at 0. The cause was the valves were worn out and there was no pressure to build up to occlude the upstream & downstream sensors. Replaced the valves to fix customer's reported problem and bring pump into full functionality. Device passed all functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a failed pressure test. The event occurred during testing, and there was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.